Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation, a farawave catheter, a faradrive steerable sheath clear and a versacross connect for faradrive were selected for use to treat atrial fibrillation. Following septal puncture with no difficulty noted on the workflow), the patient's blood pressure dropped during left atrium (la) mapping and pericardial effusion was noted to have accumulated. Drainage was attempted; however, procedural issues have occurred where the right ventricular (rv) was punctured and blood has drawn, preventing blood pressure restoration. Therefore, thoracotomy was performed to treat the perforation site. The patient was hospitalized with extracorporeal membrane oxygenation (ECMO) support but has recovered the following day. In the physician opinion, this was likely caused by perforation of the left atrial appendage (laa) with the starter wire. Act was over 300. Patient not discharged as physician is planning to perform another ablation. The device is not expected to be returned for analysis (discarded).

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation, a farawave catheter, a faradrive steerable sheath clear and a versacross connect for faradrive were selected for use to treat atrial fibrillation. Following septal puncture with no difficulty noted on the workflow), the patient's blood pressure dropped during left atrium (la) mapping and pericardial effusion was noted to have accumulated. Drainage was attempted, however, procedural issues have occurred where the right ventricular (rv) was punctured and blood has drawn, preventing blood pressure restoration. Therefore, thoracotomy was performed to treat the perforation site. The patient was hospitalized with extracorporeal membrane oxygenation (ECMO) support but has recovered the following day. In the physician opinion, this was likely caused by perforation of the left atrial appendage (laa) with the starter wire. Act was over 300. Patient not discharged as physician is planning to perform another ablation. The device is not expected to be returned for analysis (discarded). It was further reported that the patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.